Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record could not be performed as the part/lot information was not provided. Based on the information reviewed and due to the limited information available from the article and the article covering multiple patients, a cause for the reported mitral valve insufficiency/regurgitations (mr), mitral stenosis, heart failure/congestive heart failure and death cannot be determined. However, heart failure, mitral regurgitation, mitral stenosis and death are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical interventions and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Attachment: article titled "echocardiographic profiling predicts clinical outcomes after mitral transcatheter edge-to-edge repair".

Event description:
The article " echocardiographic profiling predicts clinical outcomes after mitral transcatheter edge-to-edge repair" was reviewed. This article presented a retrospective single center study investigating the prognostic value of combining predischarge mitral regurgitation (mr), tricuspid regurgitation (tr), and transmitral mean pressure gradient (tmpg) to study long-term outcomes after teer. The article concluded that the echocardiographic profile integrating predischarge tr, mr, and tmpg presents a novel prognostic stratification tool for patients undergoing mitral teer. [The primary authors were taha hatab and sahar samimi. The corresponding author was sachin s. Goel, md, department of cardiology, houston methodist debakey heart & vascular center, weil cornell medicine, assistant professor of cardiology, houston methodist academic institute, assistant clinical member, houston methodist research institute, 6550 fannin street, smith tower¿suite 18.53, houston, tx 77030. Email: ssgoel@houstonmethodist.org] the time frame of this study was from march 2014 to september 2022. A total of 291 patients were included in this study, of which all received a mitraclip device. Comorbidities included: hypertension, atrial fibrillation, smoking, coronary artery disease, frailty, diabetes, prior stroke, dialysis, prior myocardial infarction, prior pacemaker, prior implantable cardioverter-defibrillator, prior coronary artery bypass graft, prior percutaneous coronary intervention, heart failure new york heart association class iii and IV, primary mitral regurgitation (mr), secondary mr, mixed mr, and tricuspid regurgitation.